Event description:
It was reported by the rep that the device and reload cartride were used during a laparoscopic assisted vaginal hysterectomy procedure. One device, with reload cartridge, locked out on the initial firing. Another device was used to complete the case. There was no consequence to the patient. The reload was discarded.